Event description:
It was reported that the patient had pain, a return of symptoms and had problems with her stimulator. The health care provider (hcp) adjusted her several times, but "no matter what has been done it still hurt." The patient was instructed to keep her stimulator turned off. She was peeing 20 times a day and had pain at her incision site. She stated that she felt stabbing pains after a programming session and the pain started around the end of october. In addition, the patient reported itching at the incision site and noted a bump on her scar that hurt, especially when it caught on her clothes. She also noted that the bump and itchiness had been present since implant. As of the time of this report, the company representative contacted the hcp on the patient's behalf and determined the patient had "three leads" with high impedances. The rep also noted the impedances could not be reprogrammed around. It was noted that the device had a potential lead issue which the patient may need surgery to resolve. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).